Manufacturer narrative:
(B)(4). The complaint iw930 infant warmer is not expected to be returned to fisher & paykel healthcare for investigation. We have sent questions to the customer in order to determine if the complaint device had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head which was found during routine maintenance of the device.

Manufacturer narrative:
(B)(4) method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Photographs of the complaint unit were provided by the hospital. Our investigation is thus based on previous similar investigations, our knowledge of the product and the photographs provided. Results: inspection of the photograph provided revealed cracked lines at the centre of the upperhead case. Shell flaking on the head surface, chipping of the plastic edge and crazing was also evident on the upperhead case. Conclusion: it is likely that the crazing, cracking, flaking and chipping observed on the warmer head are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. A head uppercase replacement part was sent to the customer to be replaced by the biomedical engineer.

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head which was found during routine maintenance of the device.